Manufacturer narrative:
The date and time of the event is unclear. Investigation shows that customer was likely using system intermittently. The system likely never came out of initialization phase during the entire month of july. Initialization phase requires 4x calibrations 2-12 hours apart and hence it's expected that customer will see request for 4x calibrations until system comes out of initialization into daily calibration phase. The calibrations entered by customer did not meet requirements and were likely rejected by system. Investigation also found that system experienced extended bluetooth disconnects around day of event hence the sg values and high glucose alerts were not displayed on app. Investigation showed that the system worked as intended and there was no malfunction however the customer was likely not using the system as intended. Also, the customer service tried reaching out to the customer several times but customer remains unresponsive. H6: investigation findings updated to 213. H6: investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 30th 2021, senseonics was made aware of an adverse event where user mentioned his glucose went very low, felt shaky and then he went to doctor. After going to hospital it was confirmed that the cgm never shown a low glucose value nor an alert.